Event description:
During a pt follow-up 6 weeks after a stent implantation in the proximal left vertebral, the physician noticed what appeared to be a "step off" (came apart) half way down the stent.